Event description:
The implantable pump was filled 2009, and the next refill was to be in 60 days. The pt experienced withdrawal 30 days before the pump was to be refilled. Symptoms included fever, nausea, and hypertension. It was also reported that the pt had both increased and decreased respirations. The pt was hospitalized beginning the following month. Four days later, the hcp discovered the pump was empty. The pump was working as it was supposed to and it was refilled the next day. After refill, the pt continued to exhibit signs of withdrawal and was treated with oral baclofen. The pt was still hospitalized in 2009. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.